Event description:
The hosp reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro 2 had intermittent on/off activation. A new kit from the same lot number was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had no non conformities and some signs of clinical usage. There was some evidence of blood. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. Based upon this observation, the reported complaint for "intermittent power" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).